Event description:
Reportedly, in the procedure to moderately calcified short chronic occlusion of 12 month occlusion history at mid lad, subject guidewire was advanced int oa side branch of the occluded vessel, and a stent was deployed using an unknown guidewire, subject guidewire was jailed. When this jailed guidewire was pulled back, it was noted that the distal end was stuck, but the guidewire was pulled back with some force. Coil at the tip of the wire was unraveled and broken. Some 20cm coil was left in the cx and aorta. The broken coil wire was entirely removed out by using a snare. But the deployed stent was found to have damaged when the guidewire was pulled out, an additional stent was deployed as a second layer of stenting. Patient coming back for follow-up several weeks later did not require further treatment.

Manufacturer narrative:
Guidewire was not available for manufacture's investigation. Lot history review could not be conducted since no lot information was available, however there is no indication of a product deficiency, since all the shipped products are inspected in the production process for meeting the product specification and release criteria. With the obtained information, it is inferred that the guidewire distal end was trapped at the deployed stent, where removal manipulation with force was made, resulting the breakage of the core wire due to the force exceeding the product design limit and elongation and cut off of coil wire.